Manufacturer narrative:
Additional information: h3 - evaluation. H6 - codes updated. Investigation results: during the examination (comparison with the drawing), it was found that the threaded pin had moved outward toward the ball thrust piece, preventing the instrument from functioning. The threads show no residue of adhesive. The device has been repaired in may 2019. Batch history review: since a repair was performed and this was identified as the cause, a review of the device history records is not necessary. The current failure rate is within the risk analysis and therefore acceptable per procedures; severity was 3(5) and probability was 2(5). Explanation and rationale: it is possible to loosen the screws of the nq560r, but they are not intended for disassembly. The device is not intended to be opened for cleaning and the screws are therefore glued to the thread as specified in the drawings. By forcibly unscrewing the screws, the adhesive connection between the screw and the thread is dissolved/destroyed. The screw, which is screwed back in, can then loosen unintentionally after repeated use. There are notes about this in the electronic instructions for use (eifu). Conclusion and measures / preventive measures: furthermore it is also mentioned in the instructions for use (IFU) that the device has to be checked for damages, loose parts etc.. Nevertheless, we cannot prove that and therefore the reason for the deviation cannot be determined. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with nq560r - columbus implant holding/insertion instr. According to the complaint description, the implant holder could not be used normally due to the fact that the product was damaged. The customer held it by hand and inserted it with the final impactor. The operation was performed manually. The patient has no infection. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference: (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.